Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed different colored lines. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. There was no reported adverse impact to the customer's blood glucose level.